Event description:
It was reported that an ilet user experienced difficulty with infusion set use and subsequent charging concerns, including a rapid battery depletion immediately after removal from the charger and inability to log in to sync data. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization and resolution after extended charging and reconnection support. Investigation included guided troubleshooting and education, device usage review, and follow-up calls to assess battery performance and system reconnection. Investigation of this case revealed that the device charged appropriately when left on the charger for a longer period and that the rapid depletion did not persist, indicating normal function after proper charging and reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational factors remediated through troubleshooting and education.